Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. It was reported that the pump battery couldn¿t be charged. A bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.